Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 12.6 cm to 16.2 cm from the connector pin. The outer insulation was abraded at 12.4 cm to 12.6 cm from the connector pin, exposing the outer coil, caused by friction to the device can.

Event description:
It was reported that the atrial lead exhibited noise inhibiting pacing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.